Manufacturer narrative:
An event of retraction problem and material deformation was reported. The device was returned to abbott for investigation. The locking button, sliding mechanism, deployment/re-sheath wheel, micro adjustment wheel, and 80% lever were all assessed, and all were functional with no anomalies noted. However, the valve capsule noted to have deformation damage. The inner shaft contained a kink. Due to the condition of the returned device, functional testing was precluded. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on all available information, the cause of the reported material deformation and retraction problem could not be conclusively determined. It is possible that procedural conditions contributed to this event. However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was selected for implant using a small flexnav delivery system (ds). There were no issues noted during device preparation. During the procedure, a first partial re-sheath was performed to obtain target depth. But had failed while attempting a full re-sheath (2nd re-sheath). The proximal end of the ds had become concertinaed resulting in incomplete encapsulation of nose cone and valve for repositioning. The re-sheath/deployment wheel reached the end of travel and the valve hadn't been re-sheathed more than two times. The micro adjustment wheel was used to close the valve capsule gap. Both the valve and ds were replaced with the same sizes and the procedure was able to be completed. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. There were no adverse events and the patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25 mm navitor valve was selected for implant using a large flexnav delivery system (ds). There were no issues noted during device preparation. During the procedure, a first partial re-sheath was performed to obtain target depth. But had failed while attempting a full re-sheath (2nd re-sheath). The proximal end of the ds had become concertinaed resulting in incomplete encapsulation of nose cone and valve for repositioning. The re-sheath/deployment wheel reached the end of travel and the valve hadn't been re-sheathed more than two times. The micro adjustment wheel was used to close the valve capsule gap. Both the valve and ds were replaced with the same sizes and the procedure was able to be completed. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. There were no adverse events and the patient is stable.